Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by normal way. A field service engineer (fse) examined the system on-site and confirmed device's c-arm was making jerking movements and locking up. To resolve the issue fse did mechanical adjustment of the rotation motor and calibration of the arches. After repairs completed, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. The procedure was completed by normally as problem doesn¿t affect the system. This scenario includes that the system is restarted normally. Since the procedure is completed on same allura system. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's c-arm was making jerking movements and locking up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.